Event description:
Customer's mother reported not being able to test customer's blood glucose due to an errc 3 message that appeared on their freestyle flash meter. Customer's mother reported customer experienced symptoms of "light-headedness, looked confused, hands were sweaty, making all kinds of noises", had a seizure and loss of consciousness. Customer's mother treated customer with glucagon then called the paramedics. Customer's mother reported customer regained consciousness when the paramedics arrived and obtained a glucose reading of 70mg/dl with their hcp meter. No further treatment was given by the paramedics according to the customer's mother.

Manufacturer narrative:
Customer's meter has been returned to the lab and the complaint was not confirmed. All results were within the range spec and no errors were observed during control solution testing.